Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information of the customer alleging chest tightness and cough. The patient was instructed by her medical team to stop using the device and now has acute health problems. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information of the customer alleging chest tightness and cough. The patient was previously instructed by her medical team to stop using the device and now has acute health problems. There was no report of patient harm or injury. The device was returned to the service center. The technician confirmed there was no foam particles found inside the assembly during the device evaluation. The device was scrapped.